Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported the patient's case was cancelled on (B)(6) 2017 due to the patient having the flu. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) on (B)(6) 2018. The rep stated that they are not privy to personal information such as patient weight so they do not ask. The leads would not be returned as they were apparently discarded. The rep was not in the case. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) on 2018-jan-29. The rep indicated that the leads with (B)(4) were the ones that migrated. The patient had a replacement on (B)(6) 2018 and is doing very well. This post-operative visit is on (b)96)2018. No further complications were reported/are anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a290, serial (B)(4), product type: lead. Product ID: 977a290, serial (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with two implantable neurostimulators (inss) for the treatment of non-malignant pain and spi nal pain. It was reported that the percutaneous leads in the patient¿s cervical region migrated. The patient¿s healthcare provider (hcp) planned to revise the lead on (B)(6) 2017 and implant a 2x8 surgical lead instead. The caller asked if it was normal for the battery to deplete to 60% after two weeks with no use. It was confirmed that this was confirmed to be normal battery behavior after the warranty has started. It was noted that the patient had two scs systems implanted and it was not specified which lead(s) migrated. No further complications are anticipated.